Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed drawer. A field service engineer found no power supplied to the drawer hence replaced pyxis's bus control board and drawer control board to resolve the issue. Upon reboot, drawer was connected and cubie was able to be opened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failed and the whole cabinet was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.